Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). The actual device was returned. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning (cleaning, sterilization and/or maintenance procedures not followed as per the directions for use), which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the quick coupling device was "noisy when attached to motor - not functioning frozen". During an in-house engineering evaluation, it was observed that the device emitted an unusual noise, failed untrue running, gauge/tool wobbled when running, ball bearing was seized and had an unusual substance on the internal components. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.